Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. No patient complications have been reported as a result of this event. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper and lower cases were broken. Analysis also found that the high rate cover, main clear cover, side bail covers, ring cover, battery drawer o-ring, three case screws, the ring cover screw, the caution label, the side bails and the ring bail were all missing and all were added, and that the battery drawer was broken. (B)(4).